Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report battery problems. The customer reported receiving a failed battery test alarm and a low battery alarm. After receiving the failed battery test alarm, the customer received a blank display and changed the battery. The customer's blood glucose level was 102 mg/dl. The customer was advised to wait 5 seconds before inserting a new battery. The customer was advised to monitor the device until the replacement battery cap arrived.